Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A 21mm trifecta valve was implanted in the patient's aortic position. The aortic pressure gradient gradually increased after the surgery, and the patient was closely monitored. On (B)(6) 2019, the valve was explanted. Upon explant, pannus ingrowth was observed on the in-flow side of the leaflets, which was thought to be due to the patient's condition. A replacement valve was implanted and the patient is reported to be stable.

Manufacturer narrative:
An event of pannus ingrowth, increase in gradient, and device explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.